Event description:
This was a vascular intervention conducted in the cardiac catheter lab to restore flow to an occluded sfa and popliteal artery. The md placed a 0.014 asahi prowater guidewire via the femoral artery, a 7f sheath and established a pilot channel with the 2.3 te otw catheter. The md then began lasing with the turbo tandem catheter using a contralateral approach in the distal sfa. While lasing in the popliteal artery, a perforation was noted via fluoroscopy. The turbo tandem was removed and "blushing" was noted below the pt's knee almost immediately. Embolus was noted in the anterior tibial artery resulting in vascular flow to the pt's foot. Two viabahn stents were deployed restoring flow to the foot and the pt was placed on tpa overnight. An angiogram performed at 0700 on (B)(6) 2011 confirmed restored, brisk flow to the extremity with no evidence of emboli. Device involved in the case was received on (B)(6) 2011 and investigation completed on (B)(6) 2011. During the investigation, the device was found to have no visual defects or damage. An internal lhr reviewed and unit was processed normally with one dead fiber, one fiber chip reworked in the production line, met all product specifications and passed functional laser tests. Root cause: investigation concludes no device problem/defect and the device performed as intended. Operational context due to technique or use environment.